Event description:
"During the removal of the guide wire, a defect at the wire was found. The swg was unraveled."

Manufacturer narrative:
(B)(4). The customer returned one swg and a lidstock for analysis. Signs-of-use in the form of biological material was observed between the coils on the guide wire. Visual analysis revealed that the guide wire was severely unraveled towards the distal end. The guide wire body was also severely kinked/bend adjacent to the unraveled portion. Additionally, the distal weld appeared to be separated from the core wire. Despite this, the weld was still attached to the coils. Microscopic examination revealed that the point of separation on the core wire was slightly tapered and discolored indicating that the core wire separated adjacent to the weld point. The proximal weld appeared secure and intact. The core wire total length measured 600mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .85mm, which is within the specification limits of .838mm-.877mm per the guide wire graphic. A manual tug test confirmed that the proximal weld was fully intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also warns, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The report of an unraveled guide wire was confirmed through complaint investigation of the returned sample. Visual examination revealed that the distal weld had separated from the core wire but was still attached to the coils. This caused the guide wire to unravel from the distal end. The damage was consistent with undue force being applied to the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
"During the removal of the guide wire, a defect at the wire was found. The swg was unraveled."